Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose was over 400 mg/dl at the time of event. Customer treated high blood glucose level with insulin pump. Customer alleged on the insulin pump for under delivery as the blood glucose level went high. Customer was assisted for troubleshooting. Customer was using the insulin pump system within 48 hours of reported high blood glucose level. Auto mode feature was off. The insulin pump will not be returned for analysis.